Event description:
New information notes that the patient presented in clinic with anti-tachycardia pacing (atp). Review of x-ray showed that lead had externalized conductors. The physician decided against doing an operation and decided to closely monitor the patient instead.

Event description:
New information notes that the patient had presented with a capture anomaly and oversensing on top of the current issues in the right ventricular lead. Upon lead revision, the physician noticed that the lead wires had been twiddled with. The lead was capped and replaced on (B)(6)2019. There were no complications reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with noise on the right ventricular lead. It was also noted that the lead's high voltage lead impedance had fallen to more than half of baseline value, although still in range. Physician decided to continue to monitor the lead, as physician believed that noise was not problematic. No patient consequences reported.